Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approx 1 year ago. Aneurysm morphology at the time of implant was not reported. It was reported that there was an incidental finding of a proximal type 1 endoleak found on a cat scan. The aneurysm has enlarged by 0.1 cm. A talent aortic cuff was implanted proximally and successfully resolved the endoleak. No add'l clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): eval results: (endoleak).